Event description:
It was reported the pt was not receiving stimulation after not using his scs system for approx 4 months. Lead diagnostics showed invalid impedance values. A sjm rep was able to get coverage to the low back area but very little to the left side (pre-existing numbness). The pt is to try the new programs and decide whether the stimulation is effective or if other courses of action should be attempted. F/u is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.